Event description:
It was reported that on (b)(6)2026, the patient's Foley catheter was changed. When water was injected to test the catheter, it was found that the middle part was leaking and couldn't be used properly. It was immediately stopped and replaced with a new catheter, which worked normally, and it did not affect the patient's treatment.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be insufficient latex strength, low or non uniform rubberize thickness, wire pressing technique, stripping technique etc.The labeling is found to be adequate.A review of the lot file showed no rejects or rework associated with this issue. For the affected date code, the rejected units were recorded as in process scrap and will be disposed of after inspection. No non conformities or discrepancies were identified in any of the DHRs. Therefore, no additional action required at this time.Correction: D.This report references a US equivalent device. The US UDI equivalent for this product number is used.H11: Sections A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.